Event description:
The pt received her trial scs system on (B) (6) 2009. It was reported that the pt was getting stimulation in her back instead of in her right foot. Reprogramming efforts were not successful. An x-ray was done which showed that the lead had fractured and some of the lead electrodes had come off of the lead. The trial system lead was explanted on (B) (6) 2009. It was reported the pt elected not to receive a permanent scs system and to not have the electrodes removed.

Manufacturer narrative:
"Malfunction" is interpreted as a compromise of the device's therapeutic effectiveness (loss of pain relief) which contributed to significant device adverse event resulting in a surgical procedure to remove the device. Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Device evaluation found the lead was returned incomplete, with stimulation-end electrodes 1-4 missing. The x-ray confirmed this portion of the lead is in the soft tissue area outside the epidural space of the pt. Lead has experienced some extreme overstress to result in lead breakage. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.